Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced redness and skin overgrowth at the abutment site and subsequently was treated with oral antibiotics.